Event description:
During pt transport, the bvs console went into emergency system and the flow dropped. The foot pump and then a backup console were used with no problems to the pt. Abiomed field service examined the unit and determined that the problem was due to a failed inverter assembly. The inverter was replaced and the console is operating satisfactorily. This appears to be an isolated incident. No other failures to this assembly have been reported.